Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v011334, implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was noted that 1 to 2 weeks prior to this report when the patient had tried to change programs he had noticed a difference in stimulation sensation and a lead fracture was suspected. Patient had 6 programs and used program c about 90% of the time. It was noted that the week prior to this report the patient had changed to program a and b which he would do when the ¿pain gets bad.¿ when the patient would move 1 mm, he would ¿just jump¿ from the sensation. It was further noted that the patient thought he was more prone to lead fracture issues because he was thin and the leads stuck out of his skin. It was noted the patient goes in every 3 months for checkups. Additional information requested but had not been received as of the date of this report.